Event description:
Reportedly, the instrument cut and stapled, but staples did not close properly. Utilization of another instrument and manual stitching. The hosp reported that the stomach remained opened and that there was risk of infection. No infection reported.